Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The final customer lot was identified as lot 969308m. For this final lot, one component knife lot was used to make up the final lot. A device history record review was conducted. No anomaly was found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint history review indicates four additional complaints were associated with the reported lot for the reported issue. Because no sample was returned and the device history review (DHR) of the lot number provided indicated product was released according to the product¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a dull knife was noted during surgery. An alternate knife was used to continue the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister package. The knife was evaluated per facility procedure and was found to be nonconforming with a damaged cutting edge. Scratches were noted inside of the product's protective tray. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. A review of the related device history records (DHR) for the reported lot number, 969308m, has been performed; no anomalies were found. The product was released based on the products acceptance criteria. A complaint history examination revealed that this was the fifth complaint for a dull blade received against the final lot and the component lot. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. A root cause cannot be determined for the complaint as described by the customer. (B)(4).